Event description:
The following information was reported: balloon lost pressure before the arteriotomy, no complications to the patient as no sealant was delivered. Compression held for 15 minutes. The patient was not hospitalized. Procedure type: dx heart cath, common femoral artery vessel size: 7 mm stick location: common femoral sheath size: 5 french.

Manufacturer narrative:
An attempt to inflate the balloon with water from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1414004) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).